Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio medical engineer that the lvad pump was not adequately supporting the pt and is currently running at 11,000 pm. The pt continues to have slightly elevated lactate dehydrogenase, running in the 500-600 range. A pump exchange from the lvad to another lvad was performed the following day.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval. A root cause for the reported deviation in the pt's lactate dehydrogenase (ldh) could not conclusively be determined through the eval. The lvad pump was returned assembled with the percutaneous lead (lead) cut approx 4" from the pup housing and the severed portion of the lead was not returned. The inflow conduit, the outflow graft, and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. Visual examination of the device's blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities shorts. The pump was reassembled and functionality tested under normal operating conditions using a mock of circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further info is available. The manufacturer is closing its file on this event.